Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon traced a total of 3 times, and in all attempts, the areas were within the green zone of accuracy. The first trace had a 1.6-millimeter error. The surgeon ¿felt mostly accurate¿ at the surface, however, near the turbinates, sphenoid base, and frontal sinus was inaccurate by 0.5-1 centimeter. The second trace had a 1.4-millimeter error. The surgeon noted it was better at on the surface but inaccurate (exact amount unknown) again at the target. The system was rebooted, and a third trace was completed with the same error and inaccuracy issues. It was noted accuracy was verified near structures using a straight probe and a 90-degree suction with the same result. It was noted the exam that was being used was from last (B)(6). It was also noted the site had four successful cases prior to this issue. This issue occurred intraoperatively and caused a less than one hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from technical services (ts). The exams were reviewed and trace patterns yielding 3.2 and 1.8 millimeters were found. The pattern yielding 3.2 millimeters metric had portions below the skin. The pattern yielding a 1.8 millimeters metric has some slight portions under the skin.

Manufacturer narrative:
Additional information: initial reporter. If information is provided in the future, a supplemental report will be issued.